Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden decrease in remaining estimated battery longevity was observed. It was suspected to be attributed to the device sensing and detecting the patient's chronic atrial fibrillation (af). The device was reprogrammed to undersense the chronic af and the patient would continue to be monitored via remote transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.